Event description:
Description of event: caller reports patient has a stimulator for his neck that was implanted 5-10 years ago and the controller stopped working about 3-4 weeks ago. Caller reports patient also have a pain stimulator in his back that was implanted 20 years ago. Caller reports she is calling about the neck stimulator that was implanted 5-10 years ago. Caller reports the controller looks like an iphone, caller cannot read the model number of the controller. Suggest patient bring to hcp office to identify the controller and call medtronic back. Call to patient's managing physician on (B)(6) 2026. When asked about reported neck and back stimulators the hcp reported the patient's back stimulator was boston scientific and their neck stimulator was abbott. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).